Event description:
A report was received that the patient is experiencing pain at the ipg site. The devices are working properly. The patient was explanted and is doing well.

Manufacturer narrative:
The explanted devices were not returned to bsn as they were kept by the medical facility.